Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 145 ohms and oversensing of noise. At this time no intervention has been performed and the rv lead remains implanted and in service. No adverse patient effects were reported.